Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician requested onsite service from a fresenius field service technician (fst) to evaluate a fresenius 2008t machine. It was reported that the machine experienced an arterial pressure alarm, a high transmembrane pressure (tmp) alarm, and a blood leak alarm. These alarms occurred during a patient¿s hemodialysis (hd) treatment. The fst could not duplicate the reported alarms and stated the machine passed all functional testing. Upon follow up with the user facility¿s patient care technician (pct), it was confirmed that the machine alarmed appropriately with a blood leak alert. The machine alarmed approximately fifty minutes into the patient¿s treatment. The pct reported that it was an internal dialyzer blood leak. The blood leak was not visually observed. Blood leak test strips were used to test for the presence of blood, and they tested positive. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer, and the leak location could not be pinpointed. After the machine alarmed, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was discarded and a lot number for the device was not provided. Because the device was discarded, no sample is expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two lots that had an nonconformance, parting line flash found on dialyzer, unrelated to the reported event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device, therefore, the complaint is not confirmed.